Event description:
It was reported that a patient underwent an unknown orthopedic surgery on an unknown date and barbed suture was used after the package was opened, the loop came off before use. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: pc- (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: lot number? No further information is available. Was the fixation tab intact when the suture was placed in the patient? The loop came off before use. Device return status/follow up? We regularly contact with sales rep about the device returning. No further information will be provided. The product was returned for evaluation. Ethicon inc conducted a visual inspection of the sample returned. Visual analysis of the returned product revealed that one empty labeled winding former and a needle-suture product code sxpp1b113 were received for evaluation. The swage and attachment area were found to be as expected. The needle was noted with marks and the suture was examined and the weld of the first loop was detached, this caused the loops were not present. However; the loops may have failed due to excessive force applied. After further evaluation damage was observed on the surface suture possibly from a surgical instrument. The manufacturing records couldn¿t be reviewed as the batch number is unknown. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare. Active ingredient(s)- triclosan. Dosage form - suture/solid/parenteral. Strength - = 2360 ¿g /m.